Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an issue with the balloon catheter while in use, the cardiosave unit kept alarming catheter restriction. While performing an autofill, customer reported that the unit shutdown and once they turned it back on, it displayed system failure. No harm was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2. Corrected data: h6 (type of investigation).

Event description:
N/a.

Manufacturer narrative:
No further information is available complaint will be closed and in the event new information was to become available, this record will be reopened and updated.